Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer had a button error that she could not clear. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.